Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of non-sustained right ventricular over-sensing, due to noise on the right ventricular lead. No intervention was performed. There were no consequences to the patient.